Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2010. On the (B)(6) 2010 the device failed the weekly auto self-test due to a low battery. A further 7 low battery fails were recorded up to the (B)(6) 2010. During this time voltage fluctuations were observed. On the (B)(6) 2010 a new pad-pak was installed. On the (B)(6) 2011 the device failed the weekly auto self-test due to a low battery. A further 14 low battery fails were recorded up to the (B)(6) 2014. Later on the (B)(6) 2014 an increase in voltage suggests a further pad-pak was installed. During this time the software was updated from 2.0.2 to 3.2.0. Multiple manual powers mainly of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore the low battery fails and voltage fluctuations observed in the history log may be attributed to a combination of the initial 2.0.2 software installed and the intermittent failure of the battery terminal pogo-pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.